Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set leaked coming from the luer lock adapter during a patient infusion. The reporter stated that after 30 minutes of the start of ifosfamide mixture using an unknown pump to the patient, approximately 100cc of drug leaked through the luer-lock adapter (equivalent to 600mg from a total dose of 3200mg). This resulted to a lower dose administration of drug to the patient. A new mixture was not prepared. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 2021. H10: the actual device was not available; however, a video of the sample was provided for evaluation. Visual inspection was performed on the video sample which revealed a leak at the level of clearlink & non dehp tube 190mm & rotating luer. The reported condition was verified. The cause was supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.